Event description:
Attorney reported: in 2004 - a bard composix kugel hernia mesh patch (recalled) was used to repair pt's incisional hernia defect. A bard composix e/x mesh was used to repair the pt's hernia. The pt continued to have pain and discomfort and was forced to undergo a second surgery. In 2007 - the pt underwent surgery for a small bowel obstruction. The operative report notes that the mesh had wrapped around the bowel causing necrosis. A bowel resection and lysis of adhesions was performed. The pt continued to have pain and discomfort and was forced to undergo a third surgery. In 2008 - the pt underwent a third abdominal surgery. The operative report notes exploratory surgery, infected mesh, mesh had eroded into the small bowel creating a fistula and abscess formation. Bowel repaired and small bowel resection performed. The pt has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time. Information related to the recall composix kugel mesh implanted in 2004 will be reported.